Event description:
A report was received reporting a consumer alleged a screw fell out of the h shaped part that attaches to the right leg and without the screw it is not safe to use. She did not have product ID or the serial number. She believes it should be covered under warranty.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The malfunction has not been confirmed.